Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the device was implanted to address the chronic pain that the patient (pt) has in their back along with the neuropathy pain that they have down both legs/feet. Furthermore, the device was not implanted with the intention that it would solve the neck/shoulders pain. The patient lost stimulation due to an impedance issue with the existing program. They were able to program around it and get appropriate coverage where the patient was experiencing pain. After the reprogramming, was the pt able to get effective therapy for their back/legs/feet; again, it was noted the device was not implanted to cover neck/shoulders. The rep stated they found the cause of loss of stimulation, reprogrammed the patient, and patient has been experiencing relief since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator, reporting that the patient is not feeling any stimulation for over a week ago. Caller stated that the only place the patient feels stimulation is in their feet and a little bit on their calves but they feel nothing in their back, neck or shoulders where they were supposed to feel stim. Patient rep mentioned they tried to increase intensity but the patient still does not feel any stimulation. Caller increased the intensity to 4.8 in group c which is higher than the patient has had it in a long time. Agent walked caller through switching from group c to group a. Caller confirmed that therapy was turned on. Caller switched to group b and confirmed that there were no changes in the stimulation. Caller denied any recent falls or trauma. The issue was not resolved through troubleshooting. Agent emailed mdt rep for visibility. The patient was redirected to their healthcare provider to further address the issue. The rep responded reporting that the pt would be seen on (B)(6) 2025 for reprogramming.